Event description:
Boston scientific crm received info that both the right atrial and this ventricular (ra; rv) leads were dislodged 1 week post-valve surgery. The physician was unable to reposition the rv lead in the rv, but was able to reposition the ra lead in rv instead. Then the rv lead was attempted for reposition in the atrium, but the helix was not acting appropriately, and the tip of lead seemed curved. This original rv lead was not implanted, and a new atrial lead was connected to the pacemaker. To date, no adverse pt effects were reported.